Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported a suspected overdischarge. The patient had hip surgery and reported to the manufacturer representative (rep) that now they cannot get their implantable pulse generator (ipg) to charge. It was reported that interventions/actions were planned. The manufacturer representative was to meet the patient at the physician's office on (B)(6) 2015. The manufacturer representative reported that a physician recharge mode (prm) was performed and tried to get a quarter of a full charge. The rep was unable to clear the power on reset (por). The patient was sent home to charge the battery. The issue was not resolved at the time of the report. No surgical intervention was reported. Relevant medical history includes lumbar radiculopathy and spinal pain. No outcome in regards this event was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer wished to pursue an explant as they had to charge their implant every day. It was noted the consumer had several overdischarges previously reported. The consumer was given the implanting physician¿s name and phone number to contact. The rep. Later spoke with the trialing physician the morning of (B)(4), and they would like a physician to discuss a primary cell device with the consumer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported for the last six to seven months they had been in pain, and wanted the implantable neurostimulator (ins) out because they were tired of dealing with it. The consumer further reported the ins wasn¿t working at all and wouldn¿t stay charged even after meeting with the manufacturer¿s representative (rep) a few times. It was noted that when the device was working it ¿worked well.¿ according to the consumer they were told by a doctor the ins needed to be replaced, but couldn¿t remember what doctor told them that.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer had their implantable neurostimulator (ins) replaced from a rechargeable to non-rechargeable ins on (B)(6) 2016.

Event description:
Follow up information received from the manufacturer's representative reported that the patient had not got their ipg battery charged and that the por had not been cleared. The patient was going to try again to charge on (B)(6) 2015. Further follow up calls to the patient had not been returned. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies. The ins was received with no telemetry. Per the trace report obtained from the ins after pmr recovery, the total recharge count is 35. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2000. The device was recharged for 32 minutes and the battery charged from 3.62v to 3.92v. The battery discharged to the lock mode on (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the representative reported performing a successful pmr (physician mode recharge), able to pull the device out of overdischarge, and the patient was able to perform normal recharging with 6 bars. Later that same day, the patient's device was not communicating, so the representative tried to start another pmr that was unsuccessful. The cannot communicate screen came up on the recharger. The representative tried a short pmr that was unsuccessful. The representative did another pmr and got por (power on reset) on the charger and the device flipped back to "unable to locate device." The representative tried a 30 sec pmr, with no success. A third pmr was initiated, stopped after 45 minutes, and rest patient charger. Got por again and normal recharge screen. The patient was unable to sit any longer due to wife in the hospital. The patient was told to go home and charge battery normally and call representative when full. The patient called and had charged to 3/4 and the representative met him at the doc tor's office and cleared the por. The scs was turned on and the patient was receiving effective therapy. The patient was educated on the importance of keeping the battery charged. The patient was doing well.